Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted (B)(6) 2016.

Event description:
It was reported that non-sustained ventricular tachycardia episodes revealed t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.